Event description:
Event: customer reported that during installation of one of the flexcell batteries there was a flash and a hole in the socket. It occured during fabrication of a demo socket. Therefore, no consequences or impact to patient or other persons.

Manufacturer narrative:
Missing information: date of event: the exact date of event is unknown to the manufacturer. Manufacturer received an email from the distributor regarding the complaint on (B)(6) 2020. Patient information : the battery was to be used as a demo model. Therefore, there are no patient details. Suspect medical device - concomitant medical products and therapy dates: the details on components used in prosthesis is not oresent since the system was used for a demo model.

Manufacturer narrative:
Section b3 - date of event: the distributor was unable to find the exact date of the event. Therefore, manufacturer is unable to provide the detail.

Manufacturer narrative:
Section b3 - date of event: manufacturer followed up with the distributor and is waiting on the information for exact date of the event. Distributor informed the manufacturer that the assigned person is currently on leave and will be back on august 15, 2022. Infinite biomedical technologies llc (ibt) will send another follow up report once the information is received from the distributor. Please see the attached email conversation with the distributor. "Dcr2002-042 follow-up email thread".